Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm that discovered the issue replaced the batteries to resolve the issue. The stm then completed the pm and performed all functional and safety checks to meet factory specifications. Subsequently, the iabp was returned to the customer and cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number: (B)(6).

Event description:
It was reported that during a scheduled preventative maintenance (pm) by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) failed the battery runtime test. There was no patient involvement and no adverse event was reported.